Manufacturer narrative:
All buttons function properly however moisture damage was found onkeypad traces. Pump received with scratched lcd window, cracked casenear display window corner, cracked reservoir tube lip, crackedreservoir tube near reservoir tube window and cracked battery tubethreads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 352 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.